Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins battery was dead. It was unknown what factors may have led to the issue. The rep said the power on reset (por) was unsuccessful so the patient was scheduled for a replacement on (B)(6) 2019. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported.